Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a replace battery now alarm. It occurred in less than 10 hours from low battery alert. The customer's blood glucose during the incident was 195 mg/dl. New battery did not resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly. Unable to verify battery power loss alarm due to blank display. (B)(4).